Event description:
It was reported that a broken periprosthetic plate, a 4.5 millimeter curved broad locking compression plate 15 hole, was identified via x-rays taken in the emergency room on (B)(6) 2015; all screws and cables appeared to be intact. A patient underwent a repair of a midshaft femur fracture which included the periprosthetic plate, cortex and locking screws and cables on (B)(6) 2015. The plate was noted broken right at the original fracture site, right below the hip stem. The patient will be scheduled for revision to a longer hip stem. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: hwc. Device not reportedly explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Company representative was added as report source. Date of report/date received by manufacturer was may 31, 2015. X-ray was taken (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.